Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-feb-2026, an arthrex subsidiary employee reported via email that an ar-3770sp knee fibertak hybrid experienced an issue during a let after an acl reconstruction procedure performed on (B)(6) 2026. After creating a pilot hole in the lateral femur using a drill kit, the anchor was inserted. The anchor shaft could not be removed by hand, so a hammer was used. The anchor then broke and could not be repaired. The affected anchor was retrieved, and the procedure was completed using a replacement ar-3770sp knee fibertak hybrid. There was no significant surgical delay, no additional anesthesia was required, and no patient harm was reported.